Manufacturer narrative:
The customer indicated that when they reviewed the qc, it was "out high". Service summary (post event): a field service engineer (fse) was sent to the customer lab to investigate the problem. The fse replaced the glucose module on the instrument. The glucose module replacement resolved the issue. A malfunction will be assumed for the purpose of this report. The root cause is unk and unknowable.

Event description:
A customer contacted beckman coulter regarding erratic glucose results that were generated by the synchron lx20pro instrument. The customer indicated that the erratic glucose results were obtained from multiple pts. The glucose results, which the customer believed erroneous, ranged from 76 mg/dl to 360 mg/dl. (See b6 for examples) the customer reran a sample and noticed that the glucose value did not match the original result. The customer reviewed the qc and noted that the qc was "out high". The customer reviewed the (previously run) pt results and re-tested approx 25 samples for glucose. The customer indicated that they issued corrected reports for "about nine" glucose results. The customer did not provide any add'l event info. The customer indicated that it is unk if treatment was initiated or withheld based on the initial glucose results reported.